Manufacturer narrative:
G4:25jan2021. B4:25jan2021. The customer also reported that the display is very dim. The technical support confirmed the reported problem. The customer was unable to duplicate the pressure regulation high error and verified that the proximal and machine tubes are in the correct locations. The bio-med replace the central processing unit board to resolve the dim display issue. The unit passed required performance verification tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
Customer contacted technical support (ts) stating that unit had a pressure regulation high error. The customer reported there was no patient involvement at the time the issue was discovered.